Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported " of visible grooves and dents, might be allergic to the device. In addition, physician has reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "immune system has been affected. Patient complained of visible grooves and dents on both sides. Patients' physician suspects that she might be allergic to the devices."

Event description:
Patient reported " of visible grooves and dents, might be allergic to the device. In addition, physician has reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side.